Event description:
Medical staff reported on behalf of a healthcare professional that ¿the patient felt pain and requested the removal of the device.¿ ultrasound performed. A capsular contracture (unknown baker grade) was observed during the removal of the implanted device. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified yellow particles on the surface shell and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, creases fold, voids in the gel, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Medical staff reported on behalf of a healthcare professional that ¿the patient felt pain and requested the removal of the device.¿ ultrasound performed. A capsular contracture (unknown baker grade) was observed during the removal of the implanted device. This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Medical staff reported that ¿the patient felt pain and requested the removal of the device.¿ ultrasound performed. A capsular contracture (unknown grade) was observed during the removal of the implanted device. Device explanted.